Event description:
It is reported that a customer called to complain that her son's insulin pump was making loud noise while functioning. The patient's blood glucose level was at 157 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. Analysis came back and results were that the pump had a faulty motor. No further information was provided.